Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, a nurse reported the patient experienced a stoma site discharge of blood stained fluid and has a temperature (unknown). A nurse reported that the patient's stoma site continues to ooze a haemoserous/purulent, foul smelling discharge. The patient's dr. Prescribed IV augmentin 1.2g on (B)(6) 2021. On (B)(6) 2021 the patient was discharged. The patient will continue dressings as required and continue antibiotics for a total of 10 days. During a nurse visit on (B)(6) 2021, the stoma infection had resolved.